Event description:
It was later reported an impedance check was done on the patient¿s device and they all fell within the normal parameters. It was noted the patient stated their issues with the stimulator to their doctor and their doctor suggested that a lead revision may be the best alternative at that point. It was stated the patient was tentatively scheduled for (B)(6)-2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient replaced the batteries in their programmer and they had no effect and the programmer would not turn on. It was stated the patient tried again and was able to turn on their programmer and sync with their implantable neurostimulator (ins). It was noted the patient had a loss of therapeutic effect and their therapy was very successful until about one and a half months prior to report. It was stated that at that time the patient had a sudden return of symptoms. Reportedly, the patient had their device reprogrammed two times and the patient was told that if the last program didn¿t work they may need to relocate the patient¿s leads. It was noted the patient thought their leads had migrated. It was stated the patient had no falls or trauma and only had a few CT scans.

Event description:
Additional information received reported that the patient had not been scheduled. Additional information received reported that the patient was scheduled for 2014-(B)(6).

Event description:
Additional information received reported that the patient was scheduled for replacement but the procedure was aborted due to lack of motor response. The health care provider (hcp) and the patient decided together to leave the original system in place and turned off. It was noted that based on the fluoroscopic imaging the original lead did not appear to be in the proper position.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v745894, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's healthcare provider and manufacturer representative suspected the patient had lead migration but no revision was done yet. It was stated about 5-6 months prior to report the patient realized they could not turn the device up without getting a terrible feeling in their pubic area. It was noted the patient realized the lead was not in the right place and they knew that right spot when they put it in during surgery. The patient stated it was not a shocking sensation but it made them sore in the area right on the lips of the vagina on the right side. Reportedly, the patient knew it was related to the stimulator because when they turned the stimulation down and waited a couple of hours it went away. The patient noted sometimes it would take a day for that area to not be sore. The patient could not turn it up beyond 0.5 volts and that was doing nothing really and if they put the stimulation up higher it was hurting them. It was noted the patient's therapy was off at the time of report and the patient's healthcare provider told them the lead migration would be the reason for their problems. It was stated the patient was not sure if they need to replace the whole system or the lead but they thought it sounded like they would put in a whole new system. The patient stated they had no falls or injuries but they were a big twister and they moved and pushed things around when they clean but when they do that they had back issues. The patient also stated their device was not perfect, but it was good and at least they were not getting infections. The patient noted their daughter said that the patient was doing really well with the device when they were keeping track of what she was doing.